Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown device manufacture date: unknown investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for needle clog. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for blockage of the flow. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 2 unspecified bd pen needles experienced a blocked needle. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown needle blocked.